Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient wanted to meet with a manufacturer representative because he did not think that the implantable neurostimulator was working as it should be. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient fell in (B)(6) of 2019 (specific date unknown) and thought that it affected the stimulator as the location of the stimulation changed to being mostly in the pelvis and not in the legs. The manufacturer representative was able to adjust the stimulator which resolved the issue. There were no further complications reported or anticipated.